Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The field service engineer (fse) was dispatched on 20 october 2015. The fse found leaking around injection valve, replaced injection valve, and aligned successfully.; adjusted detector successfully. Found buffer lines 2 and 3 swapped; reinserted into correct buffers. Ran several samples and controls successfully.the g8 was working as intended. No further action required by fse. The probable cause of the event was related to the injector valve

Event description:
On (B)(6) 2015 a customer reported missing peaks on both qc samples and patient samples with their g8 analyzer. The customer changed all buffers, verfied reagent was present and replaced the sample needle. The issue did not resolve.the customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.